Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, around 3 months after implant placement. The patient's x-ray was provided. The bone quality around the area was type iii, and oral hygiene around the implant was moderated. Lateral wall graft, which was done prior, was observed during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.